Manufacturer narrative:
Initial reporter phone #: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon leaked and the foley catheter came out. Which was very painful. Patient had alzheimer¿s and also had to use the catheter because they had a prostate problem. That was very challenging and complicated and their life depends on the catheter. That had occurred 6 times over a 2.5-week period. (B)(6) was changed after 12 weeks of use. The failure has been filed on the following dates: (B)(6) 2025 (lot # ngjt1652); (B)(6) 2025; (B)(6) 2025; (B)(6) 2025; (B)(6) 2026; (B)(6) 2026.